Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. The physician was operating and started to use the stapler with the reload on the anastomosis. The physician said that when he fired the stapler, it fired normally but the stapler would not release. The physician tried to have the stapler release, but was unsuccessful, and had to cut out the stapler and redo the anastomosis. No reinforcement material was used.